Event description:
On (B)(6) 2022, hcp reported a patient who had a thread migrated approximately 4 weeks after insertion near the lateral canthus and directed toward the oral commissures. According to the patient, the pdo thread migrated a total of 1.5 inches. On (B)(6) 2022, after multiple attempts to gather missing information, hcp reported the patient was doing fine.